Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump stop could not conclusively be determined as no pump stops were captured throughout the submitted log files post-implant. Analysis of the log files that were provided by the account confirmed low flow events. According to the account, the low flows were related to hypertension. A direct correlation between heartmate 3 lvas, serial number (B)(6), and reported events could not conclusively be determined. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 14:21:08 through (B)(6) 2021 at 10:02:30. Low flow events were captured throughout the log file from (B)(6) 2021 at 14:21:09 through (B)(6) 2021 at 6:10:01. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No pump stops were captured throughout the log file. The pump appeared to function as intended. The account communicated that the patient had experienced low flows and reported pump stops. However, upon interrogation, no pump stops were noted. The patient was treated with pharmacological intervention and the patient was reported stable with no recent alarms or pump stops. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for a patient who had too be chemically coded for low flows and reported pump stops. However, upon vad (ventricular assist device) interrogation, there were no pump stops noted but there were low flow alarms on interrogation. Log file captured low flow events on (B)(6) 2021 and (B)(6) 2021, which occur at times when pulsatility index (pi) was elevated. The events were identified to be related to hypertension. Symptoms and treatment included pharmacological intervention in which the patient was stable with no recent vad alarms or pump stops. Additional information was requested but not provided.

Event description:
Related manufacturer report number: 2916596-2021-03133.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.